Event description:
This 48 year old female underwent bilateral breast augmentation with implantion of silicone gel breast implants in 1979. The manufacturer of the implants is unknown to this reporting facility. The patient chose removal of the implants due to left breast pain and burning. Gross exam: right implant was intact; left implant ruptured but contained within the capsuleinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.